Event description:
Boston scientific received information that during a routine follow up, this device and right ventricular (rv) lead revealed a rise in pace impedance measurementes greater than 2,000 ohms. The device and lead were checked and all measurements were found to be within normal range. At this time it is unknown if this is a lead or device issue as the device has been implanted less than four months. A connection issue could have occured and a save to disk was sent into boston scientific technical services (ts) for futher review. No adverse patient effects were reported.

Manufacturer narrative:
The device and lead remain in service at this time. A boston scientific technical service consultant reviewed the save to disk and discussed that all electrical parameters on the lead look stable since implant time while pace impedances gradually increased over time. As many rv daily measurements occurred at greater than 2,000 ohms since follow up; at the moment with the available information there is no evident indication for a lead system issue. Nevertheless, no noise has been observed in real time or stored egm. It was advised to perform a lead integrity test to verify lead performance and integrity of the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.